Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, intermittent capture, and perforation. The reported events of unacceptable threshold and intermittent capture were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested were in specifications. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient's right atrial (ra) and right ventricular (rv) leads exhibited high capture thresholds and unstable capture. A chest x-ray was performed and revealed that the ra and rv leads had become dislodged and caused cardiac perforation and pericardial effusion. The ra and rv leads were explanted. Patient was stable.